Manufacturer narrative:
Fiber analysis: the fiber cap was found to be intact and attached, however showed a drilled through condition. The fiber cap was also found to exhibit detritus, char, devitrification and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation, likely due to anatomical/procedural factors encountered during the procedure. Reference MFR report number 2937094-2013-00175. Reference MFR report number 2937094-2013-00176.

Event description:
It was reported that the first fiber was damaged at the tip at 218,750 joules during the procedure. It was reported that a second and third fiber were damaged at tip. Joules and usage are unknown. The procedure was completed with fourth fiber. There was no report of patient injury. This report is for the first fiber.